Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The incident could not be verified for this complaint due to no photo or sample.

Event description:
It was reported that needle 25g 1in was blocked on 6 occasions during use. The following information was provided by the initial reporter: needles blocked. L want to advise you about the 25g 1 (0.5mm by25mm) needles is faulty. We have found 6 needles blocked by different staff members. It is an unpleasant experience when you are ready to give the vaccination or injection but needle is blocked. We had to discard vaccinations due to this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25g 1in was blocked on 6 occasions during use. The following information was provided by the initial reporter: needles blocked. L want to advise you about the 25g 1 (0.5mm by25mm) needles is faulty. We have found 6 needles blocked by different staff members. It is an unpleasant experience when you are ready to give the vaccination or injection but needle is blocked. We had to discard vaccinations due to this issue.